Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) was overheating.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, h6 health effect ¿ clinical code, health effect ¿ impact codes. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse tried running in the office but didn't reproduce. Completed after observing the situation. Since the problem did not reoccur during the run this time, the other party said they would monitor the situation and returned the item to the facility without replacing anything.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) was overheated. There was no harm or injury reported.